Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening paravalvular leak cannot be determined; however, cardiac remodeling may have been a factor. Placement of the vascular plug resolved the pvl. There was no allegation or indication a product deficiency contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years and 7 months post implantation of a 26 mm sapien 3 valve, the patient presented with moderate paravalvular leak (pvl). The valve was re-dilated with a commander delivery balloon with an additional 1cc of volume in the inflation device. There was visual expansion of the 26 mm s3 valve frame; however, moderate pvl remained. A decision was made to place an amplatzer plug, which resulted in no pvl.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.